Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed after performing the system calibration with a delay of less than 20 minutes. Customer reported to philips that the system gave an alert indicating x-rays were not possible. The philips remote service engineer (rse) inspected system remotely and attempted to calibrate the small focus, but it was unsuccessful because the customer was facing power input problems. Customer resolved the power issue then both the filaments were working fine, after which the rse performed tube calibration, entrance dose limit calibration (edl). The x-ray emission tests were verified, and the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was not impacted, and it was completed after performing the system calibrations with a delay of less than 20 minutes. The procedure was successfully completed with a minimum delay on the same system and is unlikely to result in or contribute to death or serious injury if it were to happen again. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating x-rays were not possible, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.